Event description:
It was reported that during an implant procedure, the lead had high impedance and failure to capture in multiple locations. Unacceptable thresholds were also noted. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, but blood found on helix. The full lead was returned and analyzed.